Event description:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a shorted diode, designator cr30 which was shorted from pins 5 to 9.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.